Event description:
During a routine arthoroscopic knee surgery utilizing a holmium laser and disposable laser handpiece, failure of the handpiece occurred. Upon removing the handpiece from the knee it was noted that approximately 2mm area of the insertion point in the skin was burned and the handpiece was charred 4" up from the distal tip. The physician excised the burnt tissue and irrigated the knee. Follow-up investigation confirmed the handpiece had burnt tissue on the tip. The handpiece appeared to have overheated with the suspected cause being a damaged fiber within the handpiecedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, unanticipated adverse reaction - short term, component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.